Event description:
Reportable based on device analysis completed on 01-aug-2024. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported, and patient status was stable. However, returned device analysis revealed balloon torn longitudinal.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.00mm x 15mm was returned for analysis. A visual, tactile and microscopic examination of the balloon material identified an 11mm longitudinal tear from the mid-section to the proximal end of the bumper tip. No issues or damages were identified on the hypotube shaft. A microscopic examination of the shaft polymer extrusion identified no issues or damages. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.